Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and dealt with daily pelvic pain that got progressively worse to the point it hurt to stand up straight (interpreted as pelvic pain). Approximately 1 year a half after insertion, she had essure removed via total hysterectomy leaving only her ovaries. A year after removal, she was diagnosed with an unspecified auto-immune disorder. The pelvic pain is serious due to required intervention and listed in the reference safety information for essure while the auto-immune disorder is serious due to its medical importance and is unlisted. Considering the compatible temporal relationship between the essure therapy and pelvic pain and also considering that no alternative explanation was provided, the causal relationship with essure cannot be excluded. In contrast, considering the physiopathology of auto-immune disorders and the localized action of essure it is unlikely that it would cause the development of this disease. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0718, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that she had issues with this device. She had essure placed and it was very painful and unpleasant experience in her doctor's office. She had previously told her doctor that she was allergic to nickel and he told her that she would have no issues with this device because the manufacturer used a different alloy than standard nickel. I was down for 3 days after insertion. From her day one until she had it removed via total hysterectomy leaving only her ovaries in (B)(6) 2014, she dealt with daily pelvic pain that got progressively worse to the point it hurt to stand up straight. Her energy slowly left her, she could not lose weight, she began to have memory issues, and at the end she could barely take care of her children. She went to doctor after doctor to find the cause and all blood work and exams came back as normal. She even had to see a gi (gastrointestinal) surgeon because it was like having a baby every time she had a bowel movement. It was to the point that she had to use lidocaine ointment inside her rectum to numb everything so she could not cry every time she went to the bathroom. It was still painful but bearable. The joint pain, the increase in migraines, the body aches, memory fog, the metal taste in her mouth, the pain during and after intercourse that was unbearable, the stabbing pelvic pain that happened with every step she took, the unexplained weight gain, the pure exhaustion that was with her every day, the night sweats, the random unexplained rashes, the hair loss, the color change in her hair to white and grey, the body swelling, the teeth problems, the general malaise, the tendon issues in her major joints, all were not there prior to insertion of the essure device. They all came on within 6 months of insertion and gained strength as time went on to make her life a living misery of pain, discomfort, and ultimately leading her to having to have major surgery to remove it from her body, along with a major organ for a woman. She stated that she was almost a year out from having essure removed and had been diagnosed at the timed of report with an autoimmune disease that her blood work through her life shows it began after insertion of the device. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and dealt with daily pelvic pain that got progressively worse to the point it hurt to stand up straight (interpreted as pelvic pain). Approximately 1 year a half after insertion, she had essure removed via total hysterectomy leaving only her ovaries. A year after removal, she was diagnosed with an unspecified auto-immune disorder. The pelvic pain is serious due to required intervention and listed in the reference safety information for essure while the auto-immune disorder is serious due to its medical importance and is unlisted. Considering the compatible temporal relationship between the essure therapy and pelvic pain and also considering that no alternative explanation was provided, the causal relationship with essure cannot be excluded. In contrast, considering the physiopathology of auto-immune disorders and the localized action of essure it is unlikely that it would cause the development of this disease. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.